Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that a frayed pitch cable located at the distal idler. There was no damage found on the clevis. Additional observation not reported by site was distal pulley damage. The distal pulley surface exhibited scratch marks. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during cleaning and sterilization, the customer noted that some of the wires at the tip of the maryland bipolar forceps instrument were broken/torn up. No patient harm, adverse outcome or injury was reported.